Manufacturer narrative:
Additional information b5: medtronic received additional information that the charging led was blinking rapidly, rather than the steady 1hz rate. There were no other problems or abnormalities with performance. An abnormal electrical event did not occurred. The batteries were replaced as preventative maintenance, and it is unknown how long the batteries were installed in the instrument. The lot number of the batteries that were removed from the instrument is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bioconsole instrument had the charge status led flickering rapidly. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that the bioconsole instrument had the charge status led flickering rapidly. The service technician found the base charging led flickering rapidly rather than blinking on and off at a 1hz rate. The issue was resolved by replacing the battery,12v,6.5 ah ,certified*2 and the power supply 28v. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.